Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, and reoperation. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of aneurysmal false lumen using two gore® tag® thoracic endoprostheses. During the procedure, a type iii endoleak was identified. The origin and cause of the type iii endoleak was reported to be unknown. The endoleak was elected to be monitored, and the patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. The type iii endoleak reportedly resolved. No issues were reported. The diameter of the aneurysm was 53mm. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 48mm. On (B)(6) 2016, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 60.2mm. A distal type I endoleak was identified. The cause of the distal type I endoleak was reported to be unknown. On (B)(6) 2016, the patient was additionally implanted with a conformable gore® tag® thoracic endoprosthesis to treat the distal type I endoleak. The patient tolerated the procedure. According to the cro in (B)(6), no further information is available.